Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter first displayed inaccurate results on an unknown date and time when she obtained alleged inaccurately erratic results of "178 and 200 mg/dl" on the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She claimed that "3 weeks" after the start of the issue, she developed symptoms of "blurred [and] fever". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's results were from the same approved sample site. Replacement products were sent to the patient. From the information provided, there is no evidence that the meter malfunctioned. However, this complaint is being reported because the patient claims she received inaccurate erratic results on the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.